Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was received in fair condition with discoloration. The customer's stated problem was verified. The device did not alarm when it should have. The circuit board was replaced due to the inoperable speaker.

Event description:
It was reported that a smiths medical level 1 hotline fluid warmer was not be alarming during testing. There was no patient involvement at the time of the event.